Manufacturer narrative:
Qn#(B)(4). Device received lot number: 1528v3. Upon device receipt the truled cartridge was visually inspected and there were no signs of any physical damage. The battery cartridge was connected to a truled charging unit. The cartridge displayed no light at all. This display is indicative of a faulty device. The complaint of battery failing has been confirmed. From device lot number it is determined the warranty period for this device is expired. Root cause is established. Device is at its end of life. No corrective/preventative actions assigned.

Event description:
Customer complaint alleges during initial pretesting, "that when you press down to test the light source, there is no light." Customer states that "while playing with the bulb, sometimes produced a light, then they could see a what they thought to be "a little smoke" coming out of the (battery) pack. Alleged issue was reported to have occured while pre testing the battery pack prior to use. No report of user injury. The was no report of patient involvement.